Event description:
The reporter stated the surgeon inserted an aq2017v silicone three piece lens but the lens tore. The lens was cut into pieces to remove and there was no pt injury. The reporter stated it was unknown as to why the lens tore.